Event description:
It was reported that the patient has not connected the extension lines until after prime. The care giver (cg) has been attaching the extension to the catheter but not connecting the extension to the patient line until after prime. The cg explained that they were told to do it that way and to press ¿go¿, then connecting the extension to the patient line after the initial drain has started. The technical service representative instructed to start over with all new supplies. The tsr reviewed proper procedure technique. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was not connecting the extensions until after prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted.